Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # c9dn4j. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was returned with no damage in the external components. In an attempt to replicate the reported event, the instrument was functionally tested and during the analysis it was confirmed that it did not cut properly. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device did not work properly. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "could you please specify what was the issue with the device? Device jaws not aligned properly and not working satisfactory. Was there any damage on the device? Shape of jaws are not aligned properly. Any damage to the end effector? No. Any damage to the handle? No. If other, please specify: scissor not worked properly." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.